Event description:
It was reported that the insulin pump alarmed failed battery test. The customer's blood glucose was 243 mg/dl. The customer replaced the battery twice. In the alarm history there were alarms present for bad battery and battery out limit. The customer needed assistance changing the time and the date on the device. The customer was not using the sensor feature, but had the option turned on in the insulin pump. Assistance was provided to turn the feature off. The customer does use the sensor feature. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.